Event description:
A report was received through the edwards lifesciences implant registry indicating the patient expired after receiving a sapien valve. Per the operative report received, this patient underwent a right transfemoral transcatheter aortic valve replacement (tavr) using a retroflex (rf3) delivery system with a 23mm sapien transcatheter heart valve; the valve was replaced easily. During the case, the right iliac artery ruptured and the patient became unstable. The right iliac artery was repaired with a viabahn covered stent (8mm x 10cm). The patient's postoperative condition was satisfactory; however the patient expired on the same day of the tavr procedure. The reported causes of death were hemorrhage and respiratory failure.

Manufacturer narrative:
The serial and/or lot number for the device was not provided. Thus a device history record (DHR) review of the effected sheath valve could not be performed. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case the patient's vessel characteristics (vessel size and degree of tortuosity and calcification) are not available. It is possible that patient vessel factors along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.